Event description:
It was reported that the patient presented to the hospital. Review of the electrogram (egm) revealed that the right atrial (ra) lead exhibited oversensing electromagnetic interference (emi), which was stored as atrial tachycardia (at)/atrial fibrillation (af) episodes, and post-paced t-wave oversensing (pptwos) stored as non-sustained right ventricular oversensing (nsrvo) episodes was noted on the implantable cardioverter defibrillator (ICD). Programming adjustments were made to address pptwos. The patient's condition was stable before, during, and after the event.